Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the patient¿s system was removed ¿emergently¿ and it was noted that the pain neurostimulator system failed. The patient had paraparesis due to cord compression. A procedure was performed where the implantable neurostimulator (ins) and lead were removed and the patient had a total laminectomy. The anesthesia administered was general endotracheal. The patient was placed in the prone position on the operative table chest rolls. Perioperative antibiotics were given. The surgical region was prepped and draped in the usual sterile fashion. The ins was removed through an incision made at the same pocket site and the electrode wires were cut. The pocket site wound was irrigated copiously with antibiotic solution and meticulous hemostasis was obtained. A spinal incision was then made through the original thoracic surgical scar and the fascia was incised. The electrode wires and anchors were identified and the paraspinous muscles were swept away laterally. A retractor was placed, the wound was irrigated with antibiotic solution and hemostasis was obtained. The anchoring devices were removed from the spinous process and the electrode was removed from the epidural space without difficulty. All contents were accounted for and the wound was irrigated with antibiotic solution again. Next they removed the remainder of the t10 spinous process. High-speed drilling tools were used to perform a complete and total t10 laminectomy. The ligamentum flavum was removed with care to the underlying neural elements and no epidural hematoma was identified. The dura was inspected and found to be completely decompressed. The wounds were again irrigated with antibiotic solution and the incisions were closed. The thoracic would had a 10-french round fluted blake drain placed. The drain was hooked to bulb suction and was secured to the skin using a suture. Sterile dressings were applied to both wounds. The patient was turned back over into supine position, brought out from under the effects of anesthesia, and brought to the recovery room in satisfactory condition. The system components were disposed of. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.